Event description:
Allegedly, the metal and plastic part on the distal tip fell off inside the joint. Both pieces were able to be retrieved via x-ray.

Manufacturer narrative:
Additional info will be provided once investigation is completed.